Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent cartridges "did not fill up." Additionally, it was reported that intermittent boluses "cancelled half-way through without notification." There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.